Manufacturer narrative:
The reason for the revision surgery on (B)(6) 2014 was to treat the patients infection. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the possible infection or inhibited the patient's immune system. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the sterilization records show that the reported devices went through an adequate 25-40 kgy gamma radiation sterilization dose and were within their expiration dates at the time of the original surgery on (B)(6) 2012. A review of the product complaint report (pcr) database, and sterilization records show that the reported components used in the previous surgery met sterilization, design, and manufacturing requirements. The root cause for the infection could not be determined with confidence. There are multiple factors that may contribute to infection that are outside of the control of djo surgical. The data reviewed in this report supports that the patients infection was not the result of a product or manufacturing process defect.

Event description:
Revision surgery - the pt returned to surgeon's office with a severe deep tissue infection. The surgeon decided to take everything out and replace them with an antibiotic cement spacer.